Event description:
It was reported that a physician attempted arteriotomy closure using a preclose technique in the common femoral artery prior to an interventional procedure using a prostar xl device. Reportedly, during needle deployment, the needles did not deploy by emerging at the top of the barrel. The device was removed and a second prostar xl from the same lot number was used with the same results. Hemostasis was achieved using another prostar xl device from a different lot number. There were no reported adverse patient sequelae. The physician is reportedly trained in the use of the prostar xl device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The other prostar xl device is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Additionally, 4 unused sterile representative sample devices, (from lot 060086h) are returning for evaluation; however, not yet received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Based on the reported information and the inspection criteria a definitive cause for the reported failure of the needles to deploy could not be determined.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. The needles not emerging during needle deployment can be influenced by, but not limited to, manufacturing, deploying the device at an angle greater than 45 degrees, or clamping the suture lumens. It should be noted that the instructions for use states under prostar xl device placement: do not clamp the suture lumen with a hemostat or other instrument. Doing so will prevent suture deployment. Part of the manufacturing process the devices are verified for needle deployment according to specifications. Also, a sample of finished devices is taken from each lot and verified for ability to functionally deploy. In addition, a quality control audit inspection is performed to verify product quality. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. Based on the reported information and the inspection criteria a definitive cause for the reported failure of the needles to deploy. Four unused, sterile, representative samples with the same lot number as the complaint devices were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or quality deficiency was detected.